Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was having issues with infusion sets. The customer's mother reported that one of infusion set was bent. The customer's mother stated that her son woke up not feeling well and had high blood glucose levels of 30 mmol/l. It was reported taht the insulin pump alarmed insulin flow block and the customer changed sites two times. Troubleshooting was performed at the time of call. The customer stated that he did not have the infusion set to return. The customer reported that alarm was resolved after changing the infusion set. The customer treated the high blood glucose with manual injections and declined to perform the troubleshooting. Product is not expected to return for analysis. Related svn: infusion set (308161035) case-(B)(4).